Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that customer received a no delivery alarm. Customer's blood glucose was 317 mg/dl. After troubleshooting, it was found that infusion set may have been occluded. Customer was advised change entire infusion set and return it for analysis. No further info provided.